Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited low intrinsic amplitudes on the right atrial (ra) channel. Additionally, a significant increase in pacing impedance measurements was observed on both the ra and right ventricular (rv) channels, with values above 650 ohms. Technical services (ts) was consulted and found evidence of crosstalk oversensing of ventricular signals, which may be associated with the decrease in ra intrinsic amplitudes. These crosstalk signals appeared to fall into the blanking of refractory periods. Additionally, ts indicated that the increase in impedance measurements coincided with exposure to magnetic resonance imaging (MRI). No changes in capture thresholds were observed. It was noted that this system is not MRI conditional, as the associated rv lead is a non-boston scientific product. An in-person system evaluation was recommended. No adverse patient effects were reported. This pacemaker system remains in service.